Manufacturer narrative:
The linkage assembly seen through the top housing was observed to be not fully retracted causing the formed needle to be exposed. After the top housing of the device was removed, the linkage assembly was seen to move back to a fully retracted position. Score marks were observed on the interior of the top housing, indicating that interference between the linkage assembly and the housing occurred. The interference between the linkage assembly and top housing caused the needle not to retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not retract from the cannula as intended after activation. The pod was worn for 48 hours before the issue was realized.